Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17598459) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber pta (2mm15cm 150) balloon catheter was used in a case of lower extremity arteriosclerosis occlusion, when the saber pta balloon catheter (complaint product) was inflated to the anterior tibial artery. Then, a pressure pump inflation balloon was used to expand the lesion. However, under the normal working pressure of 8 atmospheric pressure (atm) a leakage of the distal of the balloon guidewire lumen began to occured and the pressure pump showed that the pressure was decreasing. There was no reported patient injury. The device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instruction for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. A non-cordis contrast media was used in the procedure. The contrast to saline ratio was 1:1. A non-cordis indeflator device was used in the procedure. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The product will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections d10, g4, h2, h3 and h6 have been updated accordingly. As reported, a saber pta (2mm15cm 150) balloon catheter burst at/below the rated burst pressure (rbp). The complaint device was used in a case of lower extremity arteriosclerosis occlusion, in the anterior tibial artery. An inflation device was used to expand the lesion; however, under the normal working pressure of 8 atmospheric pressure (atm) a leakage began, and the pressure pump showed that the pressure was decreasing. There was no reported patient injury. The device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instruction for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. A non-cordis contrast media was used in the procedure. The contrast to saline ratio was 1:1. A non-cordis indeflator device was used in the procedure. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. One non-sterile unit of saber 2mm15cm 150 was received coiled inside a plastic bag. Balloon was already inflated. No damages were noted on the device. During functional analysis pressurized water was applied to the catheter using an indeflator (lab sample), the balloon could be inflated without problem. A review of the manufacturing documentation associated with lot (17598459) presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device functioned as expected. Based on the limited information available for review, the contributing factors to this event cannot be determined. Per the instructions for use (IFU), which is not intended as a mitigation, ¿per the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the device history record (DHR) nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.